Event description:
The lay user/patient contacted lfs alleging an apply sample message. The patient was unable/unwilling to verify whether they exhibited any symptoms or received any medical intervention due to the alleged issue. The patient was unable/unwilling to verify whether the technique of applying the blood on the test strip was correct. The meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.